Event description:
Incorrect results were released from the advia 2120i with dual aspirate autosampler for sample identification number (B)(6). The lab caught the discrepancy and notified the physician before they saw the results. There are no known reports of patient intervention or adverse health consequences due to the incorrect results being released to the physician.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the issue and has determined that the cause of the event was due to operator error. The operator incorrectly modified the sample identification number on a non-barcoded sample on the advia 2120i with dual aspirate autosampler. This resulted in the results for sample tube 7 to cross to the laboratory information system (lis) as those for sample tube 6. The instrument is performing according to specifications. No further evaluation of this device is required.